Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The meter result was 3.9 inr and the laboratory result was 2.7 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The customer had no antiphospholipid antibodies, anemia, or bruising. The therapeutic range was 2.0 - 3.0 inr. The suspect meter and strips were requested to be returned for investigation. Only the customer's meter was received and was tested with master lot strips and quality control material. Testing results: (B)(6). The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. Retention test strips (lot 297787) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The customer stated no alcohol was used to prepare the test finger. Failure to properly decontaminate the test finger is known to effect the accuracy of test results.

Manufacturer narrative:
He complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.